Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, sn(B)(6), used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed performance verification pv0004, rev c. The reported problem was confirmed. The handpiece would not perform the test & produced a homing error. The gear would not turn by hand. The max t1 torque was 98. No additional functional non-conformances were identified. The most likely cause of this event is mechanical failure related to the motor. The surgical technique guide provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure. A review of manufacturing and records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however, no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As a part of corrective action a design change to help reduce build up within the motor . The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during the preparation for a navio assisted tka surgery, they got an error message during bur homing saying "internal cabling drill/console error". They unplugged the navio handpiece and rebooted the machine. After start up, they got an error saying "pfs control hardware failure". The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).